Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic video assisted thoracoscopic lobectomy. The jaws of the stapler did not close completely. Another loading unit was used to complete the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury.